Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the performance of the assay, a review of product quality history, and a review of product labeling. Complaint ticket searches or testing could not be completed as the lot is unknown. The complaint trending report review did not identify any trends for the complaint for the product. Worldwide field data was used to assess the performance of the architect anti-hbs assay, which confirmed no systemic issues in the field. A review of the product quality history for the product did not identify issues associated with the customer observation. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number list 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hbs result of 13.93 miu/ml, when processing on the architect i2000sr. Previous result was 7.2 miu/ml. Additional testing with hbsag was (B)(6). No impact to patient management was reported.